Event description:
Md was performing an endomyocardial biopsy. When using an atc endomyocardial forceps, the md could not open the jaws. Surgeon was called in to assist with removing the catheter from the heart, which was successfully completed. One-time use forceps saved.